Event description:
In late 2008, the patient reported she changed her insulin infusion headset 3 days ago and has had elevated blood glucose readings up to over 500 mg/dl since. She stated she was not able to decrease her readings by bolusing insulin through her infusion device and, when she removed her headset, she found that the cannula was bent. She said she has taken an insulin injection, and her blood glucose has returned to her normal range of 200-300 mg/dl. The patient stated she changes her headset every 3-4 days. She was advised to change it every 3 days. Site selection and rotation were discussed with the patient and a complimentary guide to infusion site management and a box of infusion sets were sent. She no longer has the infusion set at issue. On follow up with the patient in early 2009, she stated her blood glucose has returned to her normal levels. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.